Manufacturer narrative:
The device was not returned for evaluation however photos were provided. The visual inspection observed that the cone of the return male luer lock was broken resulting in the reported leak. The cause is a design issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that just before starting treatment with one unit of prismaflex m100 set, a fluid leakage was observed from the connector. It was further reported that ¿the stopper for plugging in firmly is missing¿. There was no patient injury or medical intervention associated with this event. No additional information is available.